Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused a stroke. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a bipap device's sound abatement foam became degraded and caused a stroke. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed that dc connector cable has potential rust/corrosion. Unknown white, and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Unknown white, and tan contamination in the iso port. Dust-like contamination on top of the blower box, the blower motor, the blower motor seal and bottom of the blower motor. Tiny unknown white and brown specks of contamination on the bottom of the blower box. Hair like contamination in bottom of the blower box also. Potential mineral deposit spots on the bottom of the blower motor and bottom of the blower box, indicating potential water ingress. Unknown black (inconsistent with degraded sound abatement foam), and brown specks of contamination in the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found three errors. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device. In this report, section d5 and h6 has been updated.